Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, the ble lockout occurred due to insufficient authorization. This is per device behavior as part of the cyber security feature; there is no malfunction suspected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: b5 included resolution of the event, it was previously not reported.

Event description:
Additional information received indicates ble telemetry lockout was noted upon interrogation and pairing was restored. This has occurred three times within weeks of each other.